Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. One portex® per-fit¿ tracheostomy tube was received for analysis. Visual check of the cuff with unaided eye revealed no issue. The cuff was inflated with air and exhibited a slow deflation. The device was submerged underwater and air bubbles were observed. Further evaluation of the suspected area under magnification observed a small opening, located on the side of the cuff. The physical characteristics of the edges of the compromised area is consistent with breakage. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode of cuff breakage was confirmed. The root cause is unknown.

Event description:
It was reported that the cuff of a portex® per-fit¿ tracheostomy tube would not retain air. The cuff was tested by the doctor prior to insertion; but once inserted, the balloon on the cuff would not hold air. There was no patient injury associated with this occurrence.